Event description:
It was reported that the tip protector separated from the spike of a uv-flash solution transfer set. The occurred when the device¿s packaging was opened. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.